Event description:
The customer reports observation of a falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) result which was discordant relative to alternate-method testing. The customer has observed a case where the atellica im tsh3-ul result is below the assay's measuring interval (<0.008 miu/l), but testing using an alternate method produced a higher result. The alternate-method result was considered consistent with the patient's clinical presentation, and was accepted as correct. There are no allegations of patient harm, and no reports of modification of treatment in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of a falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) result which was discordant relative to alternate-method testing. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
MDR 1219913-2022-00262 was initially filed on 2022-09-12. Additional information, 2022-10-13:siemens has concluded the investigation. A customer from outside the united states reported observation of a falsely-depressed atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) result which was discordant relative to alternate-method testing.siemens reviewed the available information, and concluded that an extremely rare genetic variant is the most likely cause of the undetectable tsh3-ul result.the instructions for use (IFU) for atellica im thyroid stimulating hormone 3-ultra (tsh3-ul) states the following, under limitations: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."a product performance issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.